Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the low flow alarm continued to go off until rn changed thigh pads. Helpline encouraged team to save pads.

Event description:
It was reported that the low flow alarm continued to go off until rn changed thigh pads. Helpline encouraged team to save pads.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.